Event description:
The subject stent was found deployed in the microcatheter that was returned for analysis. On further follow up with the customer it was confirmed that, when the first strut of the subject stent was deployed, the microcatheter migrated from the target site. Therefore, the subject stent was retracted into the microcatheter and removed. The customer confirmed that the stent performed as intended. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Event description:
The subject stent was found deployed in the microcatheter that was returned for analysis. On further follow up with the customer it was confirmed that, when the first strut of the subject stent was deployed, the microcatheter migrated from the target site. Therefore, the subject stent was retracted into the microcatheter and removed. The customer confirmed that the stent performed as intended. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the stent was found during analysis of a returned microcatheter. After flushing and advancing a 0.0158¿ mandrel into the microcatheter, friction was noted. While the mandrel advanced out of the microcatheter, a stent was also removed. The stent was inspected and was undamaged. The stent delivery wire (sdw) was not returned. The introducer sheath was not returned for analysis. Functional testing was not required due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the 'when an attempt was made to insert a guidewire into the subject microcatheter, a resistance was encountered, and the guidewire could not be advanced. The lumen of the microcatheter was flushed once again, but felt an abnormality in the lumen and discontinued use'. It was further reported that 'when the first strut was deployed, the microcatheter was migrated from the target site, the stent was retracted into the microcatheter and removed'. The stent was returned for analysis deployed (off the sdw) inside the returned microcatheter. Once the stent was removed from the microcatheter it was inspected and was noted to be undamaged. The stent delivery wire and the introducer sheath were not returned for analysis. It is probably that at some point when retracting the stent through the microcatheter, the sdw slipped through the stent. Normally this occurs due to either (1) inadequate flushing, (2) operator uses excessive force, (3) sdw proximal coil od is too large, (4) sdw proximal bumper od is too small, (5) sdw proximal coil separation or damage or (6) if the stent is deformed/damaged. The only one of these that can be ruled out is stent deformed or damaged. The stent was intact when inspected. In the absence of having the sdw or introducer sheath to inspect, it is not possible to definitively state why the stent deployed prematurely during use on this occasion. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event of the stent deployed prematurely during use since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.